Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6) 2010 and suture was used. The needle broke at the tip during interrupted suturing of the bowel. The needle tip was recovered during the same procedure. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4) (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.